Manufacturer narrative:
The technician found a broken swing arm weldment on the side rail. The technician replaced the side rail to resolve the issue.

Event description:
The account alleged the side rail would not raise. No pt impact.